Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 17/apr/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the catheter was placed 3 1/2 years ago in the left subclavian position. The catheter was working well, but was to be replaced because of a break in one of the wings. While trying to remove the catheter the doctors found the catheter would not release. The doctors found the catheter was amalgamated to the vein and that the area was calcified.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Three photos were provided by the customer. Visual evaluation of these photos was performed. The pictures show that the customer performed a medical procedure to the patient and a piece of an unknown catheter can be observed within the vein, but the molded hub (what the customer calls suture wing) was not present on the images. Therefore, it was not possible to confirm the reported condition with the pictures provided. One piece of palindrome catheters tip was received for analysis and investigation. Visual evaluation was performed and it was observed that the piece of the palindrome catheter showed signs of use (blood residues) and it do not present any defects. In addition, the molded hub (suture wing) was not returned with the sample. The procedure contains specific instructions for catheter parameter settings, processing, and its subsequent inspection. All parts are visually inspected and if any issue is found the part is discarded. A second 100% in-process inspection, including hub integrity, is performed at the end of the assembly process. The instructions for use (IFU) indicate not to use the catheter if it appears damaged and to exercise caution when using sharp instruments near the catheter. It states to remove the catheter as soon as it is no longer necessary. Customer handling and manipulation are unknown. According to the event description, the catheter functioned as intended for 3.5 years and then, the molded hub was broken. The customer found the catheter was amalgamated to the vein and the area was calcified. However, thrombosis/stenosis of vein is considered by the IFU as potential complications for these medical procedures and not directly related to the devices performance. The reported condition has not been confirmed. Based on all gathered information, it can be concluded that the product was manufactured according to the specifications. According to the event description, the catheter functioned as intended for 3.5 years and then the molded hub was broken. The reported condition was most likely caused during use, due to manipulation by the user. No triggers or trends were identified; therefore no further actions are required. In-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter was placed 3 1/2 years ago in the left subclavian position. The catheter was working well, but was to be replaced because of a break in one of the wings. While trying to remove the catheter the doctors found the catheter would not release. The doctors found the catheter was amalgamated to the vein and that the area was calcified.